Event description:
It was observed in central processing that the prograsp forceps instrument had a problem. No further information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Instrument returned and evaluated. Engineering found tube damage not reported by site. Distal end of main tube has various scratch marks with light material removal. The scratches are .065 - .125 in length and are not aligned with the tube axis. Evidence is not conclusive, but damage may have been caused by mishandling/misuse. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.